Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2017. On (B)(6) 2017, the doctor noticed a foreign material being left inside the patient's body around left iliac artery. It appears to look like a cover of the contralateral limb stent graft and the possibility of the cover being left inside the body cannot be excluded but has not been confirmed. The patient condition is stable and asymptomatic at this point. Since paraplegia was not confirmed at the end of operation, doctors have decided to keep monitoring this patient without further operation at this point. As of date, no additional patient sequelae has been reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of foreign material inside the left iliac artery (delivery system - contralateral cover, and possibly a wire), difficult to deploy and no patient harm. The most likely cause of the difficult to deploy and the subsequent foreign body left inside the left iliac artery was unintentional user error (re-shealthing) in combination with a small, calcified bifurcation and a tortuous iliac anatomy (anatomy-related). The patient was reported as asymptomatic four months post implant. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).